Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller, cracked lcd glass and bleeding on lcd glass. Unit was received with missing serial number label. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the screen was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.